Manufacturer narrative:
Medical device lot #: 0237421 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. The same patient had tested positive on the veritor on (B)(6) 2021 and confirmatory testing was performed using pcr test method and the result was negative. Additional pcr was not performed. The patient impact was not reported.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. The same patient had tested positive on the veritor on (B)(6) 2021 and confirmatory testing was performed using pcr test method and the result was negative. Additional pcr was not performed. The patient impact was not reported.

Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges discrepant results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number was unknown or invalid. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number or an invalid batch number was provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) to further investigate. Bd quality will continue to closely monitor for trends.